Manufacturer narrative:
The cause for the elevated total hcg result is unknown. The elevated result was not reproducible. Preanalytical sample handling or a possible sample mix up cannot be ruled out since repeat testing of the initial sample yielded a negative thcg result. Service was sent on site. The technician inspected the system and found crystalized serum around the sample dispense port on the incubation ring cover. He cleaned the buildup and performed an incubation ring empty and fill to confirm that there was no remaining dried serum in any of the unused cuvettes. He performed qc with all results in range and returned the system to operation. Buildup of dried serum around the opening can eventually fall off the cover into the sample cuvette. This may cause contamination of the test sample. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Customer observed a non-reproducible, elevated advia centaur xp total hcg (thcg) result. The elevated result was reported to the physician and the physician questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp thcg result.